Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a laparoscopic hysterectomy procedure on (B)(6) 2022 when it was reported ¿vcare came apart, end piece came off resulting in cups coming off, all recovered, and case completed with no issues. Patient recovered well.¿. There was no report of injury, medical intervention, or hospitalization for the patient. All components were retrieved per report. The procedure was completed as planned with a 15-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a laparoscopic hysterectomy procedure on (B)(6) 2022 when it was reported ¿vcare came apart, end piece came off resulting in cups coming off, all recovered, and case completed with no issues. Patient recovered well.¿. There was no report of injury, medical intervention, or hospitalization for the patient. All components were retrieved per report. The procedure was completed as planned with a 15-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.